Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the patient received the following results on compact plus system compared to a professional meter within 10 minutes: 10.0 mmol/l (compact plus system) and 25.0 mmol/l (hospital meter). No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.